Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07813, 2916596-2021-07815, 2916596-2021-07816, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for a lower gastrointestinal tract bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had major bleeding in their lower intestines. They were admitted to the hospital on (B)(6) 2020. More than four units of red cell concentrates (rccs) were transfused. Conservative therapy was performed. Warfarin and aspirin was used as anticoagulation. The patient had an international normalized ratio (inr) of 1.7, an activated partial thromboplastin time (aptt) of 36 seconds, and a platelet count of 10.2 x 10000/l. The cause of the bleeding was due to complexities of medical management. There was a possibility of von willebrand factor factor shear from the pump or a gastrointestinal arteriovenous tumor formation by normal flow.